Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Failed self-test, sleep current measurement test and active current measurement test. Pump error 63 occurred during self-test. Changed the pump lcd backlight brightness from #1 to #5 and no back light anomaly noted during testing. All buttons function properly. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. No unexpected insulin flow blocked alarms noted during testing. During download history review, failed battery test occurred on 11/23/2025 07:21:19 and 11/18/2025 08:15:00, batt out limit occurred on 11/18/2025 12:47:17 and 11/18/2025 12:47:28 and pump error 63 (linenumber = 367 filenumber = 37) occurred during testing due hardware issue with the ambient light. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of 24-nov-2025 or two days prior. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the electronic assembly, motor, or force sensor. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: missing display window/cover, stained keypad overlay, cracked keypad overlay, cracked case, scratched case and cracked case (battery tube). Keypad unresponsive, back light anomaly, failed battery test, motor anomaly, no delivery/occlusion alarm, unexpected insulin flow blocked alarm and rewind anomaly were not confirmed during testing. Cosmetic damage at the screen was not confirmed, however, other cosmetic damages were noted. Pump error 63 were confirmed during self-test due to hardware issue. No current code/category was confirmed due to high sleep and active current measurements. Problem isolated electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported the buttons were harder to push and would get stuck on the pump, and that the screen had dimmed, making it harder to see. The customer also stated that scratches on the screen made it difficult to see, and that "no delivery" alarms had occurred. Additionally, the pump was making a louder noise when rewinding or priming, and had rejected brand new batteries. The customer reported no adverse event. The event involved product(s) mmt-1780kl, mmt-399a, and unk_reservoir. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl, mmt-399a, and unk_reservoir.